Event description:
A report was received that the patient's ipg was superficial and causing discomfort. The patient underwent a revision procedure wherein the ipg was positioned deeper into the patient's pocket. The patient was doing well post-operatively.